Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via journal article that the patient had a recurrent incisional hernia due to low-weight polypropylene mesh central rupture. The patient underwent a recurrent subcostal incisional hernia repair for managing the recurrent incisional hernia and mesh was implanted. Mesh bulging along the whole right subcostal incision occurred 5 months after the surgery. Seven months after the operation, a small recurrent incisional hernia was found in the central part of the mesh. Abdominal ultrasonography and abdominal wall CT demonstrated a very thinned and bulged abdominal wall in the right subcostal incision hernia (pseudohernia) and a small-sized incisional hernia in the central part of the mesh. The small recurrent incisional hernia was managed using a heavyweight polypropylene mesh. The separated parts of the mesh were found along the edges of the hernia defect. Additionally, a gap in direction of the blue fibbers was found in the remaining parts of the mesh suggesting the possible mechanism of the mesh rupture. The patient was discharged 2 hours following an uneventful postoperative course. During the 13-month follow-up period, the patient had no complaints and demonstrated no signs of recurrent incisional hernia.